Event description:
During a therapeutic PICC line placement, the catheter fractured distal to the suture wing. No further complications resulted with this event. This device has not been received for evaluation. Therefore, a failure analysis is not available and co is unable to determine if the device met its specifications. Co believes user technique and/or patient anatomy may have contributed to this event. However, they are unable to determine the relationship between the device and the cause for this event. Co directions for use outline appropriate placement, access and maintenance procedures.